Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument's head was broken off. The procedure was completed robotically with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use and no damage was observed. There was no instrument collision and no fragment fall into the patient. There was no patient injury.

Manufacturer narrative:
Isi received a da vinci product involved with this complaint to perform failure analysis and found the primary failure of broken blade to be related to the customer reported complaint. The harmonic insert was found to have a broken blade at the base and the broken piece was not returned. A review of the provided image was performed and the review of the image was consistent with the customer reported complaint of a harmonic ace instrument broken blade.